Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with stored episodes of atrial fibrillation recorded by the device. The episodes were noise exhibited by the right atrial lead. Noise was reproducible in-clinic, where it was noted that the patient wore a hearing aid. No interventions were performed. The patient was stable.